Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #:(B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was not able to move her legs after the implant procedure. An epidural hematoma was suspected based on CT findings. The physician believed that the event was procedure related. The patient was taken back to the operating room. Medication intervention was provided. Spinal decompression was performed. The patient underwent an explant procedure and had regained sensory in both legs and motor skills were returning.